Manufacturer narrative:
(B)(4). Customer returned insulin pump for alleged cosmetic damage located at the battery compartment found on (B)(6) 2022. The insulin pump passed the displacement test and p-cap locks properly into the reservoir compartment. Insulin pump received with damaged battery cap. The following were noted during visual inspection: missing display window/cover, pillowing keypad overlay, battery tube threads - cracked, cracked case-corner of belt clip rails, and broken battery cap. Damage to battery cap was confirmed. Cosmetic damage was confirmed at battery compartment.

Event description:
Information received by medtronic indicated that the battery compartment was cracked. No harm requiring medical intervention was reported. The device was returned for analysis.